Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5.5mm ti 6x40mm cortical fix screw (product code: 1867-31-640, lot number: arncmb) was returned to the complaints handling unit (chu) on (B)(6) 2015. The device underwent visual examination. The screw was returned in three separate pieces; the shank and head, the saddle, and the tulip head. These parts showed little in the way of damage with the exception of the tulip head. Two distinct grooves can be seen at the mouth of the underside of the tulip head. These grooves appear to indicate that the head of the screw was forced thought the base of the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required. The root cause for the screw disassembling during insertion cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated amount of force being applied to the screw during insertion resulting in the screw head being forced though the tulip head as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was inserting pedicle screw and after he disengaged the screwdriver, the screw disassembled into three parts-the screw shank, tulip head and saddle. The surgeon then engaged screwdriver into head of screw shank and removed. Removed remaining two pieces with forceps. He then replaced with another screw of the exact size, assembled construct and completed surgery.

Manufacturer narrative:
(B)(4) is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.